Event description:
Add'l info rec'd from MFR 8/9/02: failure analysis fa-d113 was generated to analyze the cause an impact of peeling gel on vl7607 product. The clinical impact section of the failure analysis identifies this problem as not being an issue of pt safety. It states, "if a return electrode was used with a missing section of gel, the remaining gel has a lower resistivity than the exposed foil resulting in all returned current passing through the gel instead of the foil." Further, the analysis also states that if the area of the gel is reduced too much, the high impedance will trip the rem circuitry precluding use of the pad.

Event description:
Staff expressed concern that upon opening the packages they found the protective barrier between the electrode and the pt was peeled off of back. Thus exposing the pt to a possible burn. Remaining inventory was collected and returned to vendor 04/2002. Utilized primarily in the or and gi.